Manufacturer narrative:
D4: the part number / model number, lot number or product sizing information for product unfortunately was unknown. The end user only stated that aquacel ag advantage surgical dressing (hydrocolloid component) was used. Therefore, the nearest model number 422605 has been captured. E1: name of hospital: des moines orthopaedic surgeons (dmos) brand name of drug used for allergic reaction: benadryl h6: health effect - clinical code: for clinical sign dry skin, the health effect - clinical code e1724 (dry skin) has been added in h11, as it is not available for selection. The event is considered misuse. Per the instructions for use (IFU), the dressing should not be used for more than 7 days. Additionally, per clinical team, this event appeared to be a system allergic reaction to the product, not the prep. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The end user reported she had a right hip procedure on (B)(6) 2024, performed by doctor at orthopedics. She was diagnosed with an allergy to the hydrocolloid component of the surgical dressing. The dressing was removed on (B)(6) 2024, after she experienced burning under it starting around (B)(6) 2024. Initially, her surgeon thought the burning was due to nerve issues from the surgery and advised her to keep the dressing in place. When the dressing was finally removed, it was extremely painful, and she developed redness and burning under the hydrocolloid adhesive, which persisted. There were still patches of adhesive glue/residue well adhered to her skin, and they used alcohol and cotton ball to try and remove it. The product did not tear her skin and there was no drainage from her surgical site or swelling. Despite using diphenhydramine cream and hydrocortisone as advised by her surgical team, there was no improvement. Under the hydrocolloid adhesive, she developed a mirror image of redness in the pattern of a large rectangle. She was alternating diphenhydramine topical cream and hydrocortisone per her surgical team. Her general practitioner later prescribed triamcinolone twice a day (bid), oral diphenhydramine, and healing ointment. Unfortunately, she then experienced a systemic allergic reaction with hives on her arms, back, shoulder blades, legs, and ankles. Her surgical team suggested this reaction might be a delayed response to the surgical prep, possibly povidone-iodine, rather than the dressing itself. Currently, there is no infection at the surgical site, but the surrounding skin resembles a large burn that is very dry, itchy, and burns. She was advised to avoid products containing hydrocolloids in the future and might follow up with an allergist if necessary. She expressed that she was very uncomfortable and having a rough time. The photographs were also received from the customer depicting the issue.